Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they have started developing weakness of the teeth, they are more sensitive biting into things as well as drinking cold beverages. The patient also reported tooth mobility and that they are developing an overbite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.